Event description:
It was reported that the anesthesia workstation generated an error. Patient involvement is unknown. Manufacturer's reference #: (B)(4).

Event description:
Manufacturer's reference #: (B)(4).

Manufacturer narrative:
The reported issue, error alarm has been confirmed in the provided service report. Information was received stating that there was a mistake made when entering the complaint, instead of reporting a ventilator unit, an anastasia machine was reported. The issue concerning the ventilator unit was solved by cleaning parts (membrane and seat) of the expiratory cassette. The most probable root cause to the reported issue is that there was dirt on the expiratory cassette membrane. It is very important that the valve membrane and the membrane seat in the expiratory cassette are clean. If there are dirt particles on the valve membrane, it may not seal the membrane correctly. Dirt particles can cause leakage in the expiratory cassette. The expiratory cassette measures the expiratory flow in the ventilator system and does not interfere with the delivery of gases.